Event description:
It was reported that this wire was attempted to retract it became stuck and broke, it was not possible to identify where the wire was broken, then the physician was able to undeployed the catheter and bring it back into the sheath. The physician then advanced the system, and the wire became free, and the wire was replaced, and the procedure was completed without patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).